Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. During inspection the engineer noted the lever was not pulled, however, the anchor, collagen and lock were pushed outside the closure lumen. No damages were observed with the button valve within the sheath hub. The bypass tube was locked inside the button valve upon return of the device; no damages were observed. The unit was not able to be tested or introduced into the sheath due to the components were pushed out of the lumen. The device histry record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 18f ce manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. A second 18f ce manta was opened and deployed without complication; successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: when the doctor is trying to connect the manta device with the manta sheath the bypass tube and whole manta (the toggle, collagen and suture) fully damaged (disintegrate). Completed with another device (same model). Describe "other" procedure. Associated to: MDR 3010252479-2021-00241 manta.